Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer was disconnected from insulin pump and was given manual insulin injections prior to hospitalization. Blood glucose level was over 486 mg/dl at time of hospitalization. Customer declined troubleshooting at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.